Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: underinfusion customer statement. "Reason of complaint: device was set up to infuse blood. Rate and volume was programmed into device and pump calculated 3 hour infusion (no rate details given) . After the three hours, only half the bag was infused and another blood infusion was required."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). This complaint is a doublet, part of a collective case registration. Investigation was performed under associated case number 400579397, MFR report # 9610825-2022-00571. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.